Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred on a receiver with an unknown serial number. However, a receiver with a serial number of (B)(6) was returned for evaluation. An external visual inspection was performed and failed due to case damage. Pictures were taken. Receiver charge and boot tests were performed and failed due to the receiver not turning on. Functional tests were not performed due to the receiver not turning on. An internal visual inspection was performed and failed due to the receiver battery being damaged. Pictures were taken. The receiver log was downloaded and reviewed after the receiver battery was substituted with a good known battery, finding error related to the complaint. The allegation was confirmed. The probable cause was determined to be a damaged receiver battery. No injury or medical intervention was reported.